Manufacturer narrative:
Aspen surgical received a report from the distributor indicating that a 30g cannula was found with an incomplete seal on the blister container. A sample was provided for evaluation along with manufacturing lot number. A review of the sample confirmed the issue as indicated from the distributor. Analysis of the finished good lot number was reviewed. No non-conformance's were noted during the manufacturing process. The blister container appeared to be fully formed and showed no signs of damage. The seal weld at the peel open flap however, revealed signs of an incomplete seal. Based on the shape of the seal weld, the inner pouch was incidentally sealed in the outer pouch causing it to be incomplete. Therefore, the reported issue was the result of a loading error and a root cause for the incomplete seal is attributed to operator error. No further action is required as aspen surgical no longer manufactures or packages this part number.

Event description:
Aspen surgical received a report from the distributor indicating that a 30g cannula was found with an incomplete seal on the blister container. The item was not in use and no injury/death was reported. This report was filed in our complaint handling system as (B)(4).